Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite gravity blood set blood was not contained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the "y-set failed at the chamber and shot blood on anesthesia machine in room & leaked all over". When pressure was put on blood administration y- set, the y-set failed at the chamber and shot blood on anesthesia machine in room & leaked all over. A new y-set was obtained and switched out with failing product.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-aug-2022. H.6. Investigation summary: the customer reported the y-set failed at the chamber, and returned one used sample. The sample was primed with water and pull tested at all the connections. No leak was observed, and the complaint could not be verified. The root cause is unknown without an observed failure. Customer did not report the lot number. Potential lots found from the smart site ID numbers. Device history record review for model 10010903 lot number 21129112 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 10010903 lot number 21129113 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 10010903 lot number 21129729 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 10010903 lot number 21129114 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 10010903 lot number 21129730 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 10010903 lot number 21129731 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd alaris smartsite gravity blood set blood was not contained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the "y-set failed at the chamber and shot blood on anesthesia machine in room & leaked all over". When pressure was put on blood administration y- set, the y-set failed at the chamber and shot blood on anesthesia machine in room & leaked all over. A new y-set was obtained and switched out with failing product.